Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that since wednesday they only felt stimulation on their left side and left buttocks and sometimes wasn't feeling their stimulation at all. During the call the patient stated that per their equipment the implant was charged and their stimulation is turned on but they did not feel the stimulation. Patient denied any falls/traumas. It was advised to follow up with their healthcare provider.